Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This complaint is related to the both MFR#(B)(4) and MFR#1218950-2022-00865. However only one patient death occurred with these three complaints.

Event description:
It was reported that a patient safety related incident occurred on (B)(6) 2022, without any further details provided. A patient death was reported.

Event description:
It was reported that a patient safety related incident occurred on august 6, 2022, without any further details provided. The customer reported a patient death with the device. There was no clear allegation of a device malfunction.

Manufacturer narrative:
The philips technical consultant (tc) confirmed the device event. It was not in the device logs that the central station alarmed as programmed. The central station was silenced by the user after 10 minutes. There is no clear allegation of a device malfunction, and a review of the logs indicate that the device was operating to specification.